Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 'return disconnection' alarm was triggered on a prismaflex hf1000 set during patient treatment in the intensive care unit. When attending to the patient, the return blood line was found disconnected from the dialysis catheter (non baxter) and the blood loss was estimated to be approximately 200 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.